Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue layer was the suture placed in: deep dermal, subcutaneous, subcuticular; what was the condition of the tissue (healthy, diseased, weak): normal tissue; what was the size of the breast tissue removed: tissue was not under abnormal or extreme tension; were issues noted on both breasts (quantity involved 2): in some cases, both breasts were affected; how was the suture placed (interrupted or continuous): deep dermal ¿ interrupted, subcuticular - continuous; how / what was used to close the skin layer? Subcuticular suture, polysporin on surface, dressing can you verify the product codes and lot numbers of sutures used: verified with hospital that suture is vicryl. They have not provided any other additional information; was any anomaly or deficiency noted with the sutures prior to or during use: no, suture appeared normal and intact. Did not appear to be compromised in any way; what post- operative date was the event noted: all post-operative issues were noted at the 2 or 3 week follow up visit, and got progressively worse in the following days; can you describe the amount of wound (in cm) opened: some photos provide measurements in the photos of wound openings; was there any patient condition prior to wound opening (cough, fall, vomit): none of these patients had any falls, coughs, or reaching prior to wound opening; what is the surgeon opinion of the contributing factor to the wound opening: surgeon believes it is a lot or batch issue with suture, or suture storage/handling issue with the facility; was any medical treatment indicated for the wound opening: wet to dry, use of santil debridement, involved wound specialist ¿ no revisions yet; was an additional procedure indicated to close the wound: none as of yet; what was the date of the treatment/ procedure: multiple cases in 2016, and a couple in 2014; can you describe the appearance of the suture when patient presented with symptoms: used undyed vicryl at all layers, suture appeared not of normal color, some discoloration, broken suture, weak looking; was the suture intact and torn away from the tissue: some intact, some broken, not torn through tissue, but actual suture breakage ¿ ¿unzipping appearance¿; were the knots intact and the suture broken along the incision: knots were intact; can you verify that ethicon suture was used on each patient: yes, confirmed that it was ethicon vicryl; what are the patient other medical conditions: none with the patients reported in these complaints. All medically cleared, uncompromised tissue; what is the current condition of the patient: healed, with scarring, potential for revision the patient returned 3 weeks post operatively with wound open, superficial dehiscence and no infection. The surgeon noted tracking up along the incision line. Dr. Discussed possible storage concern at one facility.

Event description:
It was reported that the patient underwent a mammaplasty procedure on (B)(6) 2016 and the suture was placed possibly interrupted in deep dermal, continuous in subcuticular or subcutaneous tissue layer. Two or three weeks postoperatively, the patient returned with open wound, superficial dehiscence and no infection. The suture appeared possibly broken and weak with intact knots. The suture was not torn through tissue, but actual suture breakage had an ¿unzipping appearance¿. It was also reported that the patient had any falls or coughs prior to wound opening. The patient was treated by a wound specialist with wet to dry dressing and santyl debridement. The revision procedure was not performed yet. Currently, the wound is healed with scarring and potential for revision.